Event description:
The customer reported that the central nurse's station (cns) keeps rebooting by itself.

Manufacturer narrative:
Details of complaint: the customer reported that the cns is in boot loop. The customer stated that the cns crashed earlier in the day and they rebuilt the array. The cns booted into application normally then a while later it rebooted itself. The hdd's are being replaced. There was no patient injury reported. Investigation summary: the device was in service since 04/17/2022. A review of history of the serial number identified no other issues regarding cns restarting. Based on the available information, a definitive root cause could not be identified. Attempt # 1: 04/19/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 04/20/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 04/22/2021 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 04/19/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 04/20/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 04/22/2021 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: 04/19/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 04/20/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 04/22/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Manufacturer references # (B)(4).

Manufacturer narrative:
The customer reported that the cns is in boot loop. The customer stated that the cns crashed earlier in the day and they rebuilt the array. The cns booted into application normally then a while later it rebooted itself. The hdd's are being replaced. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) keeps rebooting by itself.